Event description:
It was reported via repair work order that the brakes were not engaging electronically or manually due to a weld break where the brake actuator mounts to the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Unit to be replaced.